Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii aortic cutters misfired. Forceps and scissors were used to complete the aortotomy. The hosp did not report any pt effects. Refer to MFR report #2242352-2013-00054 for the related report.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance. (B)(4).